Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Final analysis found outer insulation degradation at 4.6 cm to 4.7 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.